Event description:
During narcosis (vc) the device suddenly fell out. Fresh gas - volume-and pressure indicators fell down to zero. No gas was supplied to the pt. The device gave alarms. Displays and led's were light. Was switched over and operation with manual breathing was possible.